Event description:
It was reported that during total hip arthroplasty procedure in 2007, the laser weld on the inserter fractured and pieces of the inserter fell off. All pieces were collected and handed to tech.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of returned device confirmed laser weld fractured. This report filed on jan 22, 2008.